Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00852.it was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the patient's system was explanted and replaced to resolve the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. Based on the information received, the system stopped working over a year ago. System was explanted and therapy was restored. No complication and no products will be returned. The results of the investigation are inconclusive since the devices were not returned for analysis.